Manufacturer narrative:
On (B)(6) 2020 mentor became aware that it erroneously submitted the wrong data value 2. Health professional? With the initial report- no. The correct value should have been yes. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female who underwent primary breast reconstruction with a mentor smooth round high profile 560cc saline prosthesis experienced spontaneous left sided deflation post procedure. The patient received a medical diagnosis for the deflation. As a result, unilateral replacement with another mentor smooth round high profile 560cc saline prosthesis was performed. The patient had a separate event of right sided deflation reported under 1645337-2019-15538.